Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes a "high variation of r-wave potential with r-wave-undersensing." On october 8, 2003, the pocket was opened and the connector header was cleaned of blood and the device was reconnected to the lead and placed back in the pocket. A subsequent follow-up revealed the same anomaly. Therefore, the device was replaced.